Manufacturer narrative:
H4: device manufacturer date, corrected. Manufacturer's investigation conclusion: the reported event of a pin breaking off inside the system controller power cable was not confirmed. It was reported that the controller could still be connected to 14v batteries/battery clips but could no longer connect to the mobile power unit (mpu) or power module. It was reported that no product would be returned for evaluation. The root cause of the reported event could not be conclusively determined through this analysis. Device history records were reviewed and showed no deviations from manufacturing or qa specifications. Heartmate 3 patient handbook and heartmate 3 instructions for use (IFU) describe how to securely connect the system controller to the mobile power unit, power module, and 14v batteries. When connecting to any of these power sources, the user is instructed to ensure that the half circle of the controller's power cable is aligned with the half circle of the desired power source prior to pushing together the connection. The user is warned that joining together misaligned connectors may damage them. Heartmate 3 patient handbook section 6 "caring for the equipment" and heartmate 3 instructions for use (IFU) section 8 "equipment storage and care" describe how to care for and clean all equipment. Heartmate 3 patient handbook section 10 and heartmate 3 instructions for use (IFU) section f, both entitled ¿safety checklists¿, provide checklists to assist the patient in performing routine maintenance of the heartmate 3 lvad. This section also informs the user to replace any equipment or system component that appears damaged or worn. Heartmate 3 patient handbook cautions users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient brought their mobile power unit (mpu) to the clinic and stated it was not working. Upon inspection the patient's primary system controller had a pin broken off inside the black cable. The system controller was able to connect to batteries and battery clips but could not connect to ac power via the mpu or the clinic power module. A low voltage alarm was seen upon interrogation. The system controller was exchanged. Log files were submitted for review and captured low flow events on (B)(6) 2024 that occurred at times when pulsatility index (pi) was elevated. The low power advisories were due to routine battery depletion. Related manufacturer reference number: 2916596-2024-04554 (system controller)

Manufacturer narrative:
D4: serial number and UDI updated. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.